Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted that the proximal clevis was broken from the main tube and the pitch cable was broken at the distal clevis hub. The cable segment with the cable crimp remained in the clevis hub. Engineering concluded that the damage may be likely due to mishandling (excess force applied normal to the clevis). Additional observation not initially reported by the site was physical damages to the proximal and distal clevis. Engineering also concluded that the clevis damage may be likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, the end of the spatula tip reportedly broke off the permanent cautery spatula instrument and then became stuck inside the trocar. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.